Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) did not successfully seal the arterial puncture site following deployment, and hemostasis was not achieved as expected. The sealant was prematurely released before step 1 activation. The device was not deployed in the patient, and no vascular closure attempt was performed. Manual compression and/or additional hemostatic measures were required to control bleeding. There was no reported patient injury. The device was used in accordance with the instructions for use (IFU), and all deployment steps were performed as recommended. The procedure was an interventional procedure performed using a retrograde approach. The operator was certified through the cordis mynx training program. A 6f brite tip introducer sheath manufactured by cordis was used. The device malfunction occurred during insertion through the introducer. The device will be returned for evaluation.